Manufacturer narrative:
The insulin pump was received with no button response due to flattened up button dome switch. The lcd connector was not unlocked. The pump was received with cracked case at display window corner, cracked reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the up arrow is not working properly. The customer stated that she had to press the buttons really hard for it to work. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.